Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. With the current information available, no conclusion can be made. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2014 - the patient was diagnosed with stress urinary incontinence and underwent a pubovaginal sling procedure with implant of a bard/davol flat mesh. (B)(6) 2014 - patient presented to the doctor's office with complaints of urinary intermittency and nocturia. The patient underwent a revision of the bard/davol flat mesh sling with a "large piece excised" due to the flat mesh appearing to be in a "bowstringing" position across the urethra. The attorney alleges the patient experienced pain, voiding dysfunction and nocturia.

Manufacturer narrative:
Addendum to the initial report. This follow up is being sent to show the outcomes attributed to adverse event to be required intervention to prevent impairment/damage (devices), and not other serious (important medical events) as originally reported.